Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging runny nose and eye irritation, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging has minor throat/nasal irritation or soreness, runny nose, eye irritation, and a strange odor from the CPAP device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation manufacturer observed the dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector and contaminate consistent with keratin was observed on the blower. Manufacturer unable to directly address the symptoms outlined in the complaint. The manufacturer is unable to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow and found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination and keratin in the device and are consistent with being from an external source. Sections d8, d9, h2, h3, h6 has been updated in this report.